Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had slow flow; there was residual volume left in the device after the expected infusion time (45 hours). The issue occurred during patient infusion with a peripherally inserted central catheter (PICC). The device was filled with 70ml fluorouracil (5-fu) and 160ml saline (diluent) having the final volume of 230ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and fluid inside the device¿s bladder was observed which suggests possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.